Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation , service repair noted there is a tear in the coating on the image pickup cable (image sensor cable). The bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive is missing. The angle fixing part of the operation part is loose. There are scratches on the operation part, grip, right/left plate, switches (switch 1) , light guide cover glass, light guide connector , light guide surface connector due to external factors. The video connector is broken and video connector case is cracked. Based on evaluation findings, tear on the image sensor cable was observed. The video connector was found broken and case cracked. The failure observed from image sensor cable and video connector likely attributed to the customer reported issue . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the image disappears when the angle is operated, but it returns". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.